Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device deployed scissored clips. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported. No device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable, device was not returned for eval. Additional information device batch # - f9gw6m, f9gu5a and f9gt4t.